Manufacturer narrative:
Device was returned for evaluation. The part number and serial number could not be verified; however, the lens had the appearance of an akreos lens, and upon microscopic examination, it was found not damaged. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The investigation is ongoing.

Event description:
It was reported that an intraocular lens (iol) was explanted and replaced two months post-implant due to a sub-laxed lens. The iol was replaced with a different model and diopter. Additional information has been requested.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on available information and evaluation of the returned lens, the root cause of this event could not be conclusively determined.